Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room with high blood glucose levels and nausea. It was stated that the customer was vomiting, and had been experiencing blood glucose levels between 18 and 20 mmol/l for about 10 hours. It was stated that the customer had removed the insulin pump about an hour and a half prior to going to the emergency room. Nothing further was reported.